Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing packaging issues leading to breach of sterility before use. The following has been provided by the initial reporter: syringes not sterile due to missing seal. Also strange coloring on packaging.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted 3 individual blister packages containing 1ml ll syringes inside. All three packages had a red/pink splice tape piece visible as part of their top web close to the peel tab. One package had its top web facing the camera and pink back side of the splice tab. The package was confirmed to be from batch #9023968 (p/n 309628). Two packages had bottom web facing the camera with bright red side of the splice tab visible. The packages had bottom web visibly peeling from the peel tab as there would be no seal formed by the splice tape due to no adhesive presence on it. The rest of packages¿ edges appeared to be properly sealed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the open seal defect due to the presence of splice tape is likely associated with the sensor¿s failure to detect the splice tape as a result of dust buildup. A gap in maintenance procedure was identified ¿ after the date of manufacture of this batch. A preventive maintenance task was added for routine periodic cleaning and splice sensor checks on.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing packaging issues leading to breach of sterility before use. The following has been provided by the initial reporter: syringes not sterile due to missing seal. Also strange coloring on packaging.